Event description:
It was reported by the affiliate that there was a kink at the tip of the atw guidewire. It was noticed after it was removed from the packaging. The packaging was intact before it was opened. Analysis of the returned wire revealed the core wire to present a fractured condition on the distal end of the unit at approximately 2mm from tip. The unit was sent to sem analysis to determine the cause of the fracture. Results showed that the core wire presented evidence smearing and bending. Reverse bending and/or pulling could be related to these surface characteristics; however the exact cause of the fracture could not be conclusively determined.

Manufacturer narrative:
It was reported that a kink at the tip of the 0.014 atw guidewire was noted after it was removed from the packaging. The packaging was intact before it was opened. A fractured condition of the core wire was noted on the returned device. No further information regarding the removal of the device from the hoop or additional handling of the device is available. One non-sterile atw guidewire was received in a plastic bag. The coil tip presented several bends at approximately 2mm, 5mm and 20mm from tip. The core wire presented a fractured condition on the distal end of the unit at approximately 2mm from tip. The unit was sent to sem analysis to determine the cause of the fracture. Results showed that the core wire presented evidence smearing and bending. Reverse bending and/or pulling could be related to these surface characteristics; however the exact cause of the possible separation could not be conclusively determined. Cutting as the root cause was discarded (by comparison) since the fracture sites did not present any characteristics typical of this failure mode. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01796997 which corresponds to cordis lot f0610746. The history records indicate this product was final inspection tested at lake region medical limited and was determined to be acceptable. The reported kinked distal end of the device was confirmed. Additional kinks and a fracture condition of the core wire were also found on the returned device. According to sem analysis results, the fracture could have been caused due to a reverse bending and/ or pulling event; however it does not appear to be manufacture related. Procedural and post procedural handling of the device may have contributed to the reported event and condition of the returned device. The device did not present any obvious indications of manufacturing defect or anomalies that may have contributed to the event as reported. The records indicated that the product met specifications prior to shipment; therefore no corrective or preventive actions will be taken at this time.